Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.